Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to tight bundles. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: b,f,h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the perforating bladder with the foley catheter not the kit, tips of these are very rigid compared to the latex ones, uro was clear when they first inserted it and it was cherry red with blood and clots, then they confirmed that it was a traumatic bladder injury from the foley. No medical intervention was reported. Per additional information received via email on 06nov2025, it was reported that the urinary catheter was placed by lunch relief rn. They stated catheter was inserted easily with no resistance and urine was clear. Soon after they returned from lunch, noted urine to be cherry red with clots. Catheter irrigated easily and some clots returned. Urology was notified. Doctor came at end of case and performed cysto after irrigating bladder. Doctor determined cause of bleeding was a traumatic bladder injury from the catheter. Bladder was emptied and catheter was removed. Doctor stated there has been issues with the catheters in this kit (B)(4). The urology called and cystoscopy performed at end of primary surgical procedure.

Event description:
It was reported that the perforating bladder with the foley catheter not the kit, tips of these are very rigid compared to the latex ones, uro was clear when they first inserted it and it was cherry red with blood and clots, then they confirmed that it was a traumatic bladder injury from the foley. No medical intervention was reported.

Manufacturer narrative:
Initial reporter name: (B)(6) ((B)(6) hospital). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.